Event description:
Boston scientific received information that this brady device's competitor's right ventricular (rv) lead exhibited excessive noise causing pacing inhibition. It was reported that the patient fell, skull was cracked and open. Boston scientific technical services (ts) discussed troubleshooting options and patient's daily measurements and that discovery would not trigger pace to get impedance. The clinic knew about the issue and will just monitor the patient. The brady device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
The device was explanted and returned for testing eighteen months after the initial observations were reported. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.